Event description:
The facility's biomedical engineer reported an infusion pump with a 530 failure code. Teh biomed reported to baxter technical support that this pump was not involved in a pt incident this time or since last serviced by baxter. Details were not available regarding pt status, age of pt, medication involved or the setup of the infusion device.